Manufacturer narrative:
Device lot number and expiration date unavailable. Device manufacture date unavailable.

Event description:
Lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead from a frail, elderly patient, due to infection. A glidelight device, model 500-302 along with lld devices were in use. The physician attempted extraction of the rv lead first; however stalled progression was encountered at the subclavian/innominate junction. Attention was then turned to attempted removal of the ra lead. There was smooth progression down the lead and the lead came free; however, at this time the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy and extensive intervention. A 2cm superior vena cava (svc) tear was identified and successfully repaired. However, while attempting to remove the remaining rv lead with use of a 11f tightrail device, an additional tear of the svc was discovered which was an extension of the original tear, around 3cm in length, laterally into the right atrium. This area was repaired and the physician chose to cut and cap the lld and rv lead due to the poor prognosis of the patient. Despite successful repairs, the patient died on (B)(6) 2018.